Manufacturer narrative:
Investigation of this complaint found that the instrument functioned as designed during execution of the "routine overnight" protocol started at 16:52pm on (B)(6) 2017 in retort a, from which sub-optimal tissue processing was derived. No use error(s) was identified in the instrument logs in relation to the interaction between the user and the instrument during execution of the "routine overnight" protocol started in retort a at 16:52pm on (B)(6) 2017, from which sub-optimal tissue processing was reported. All reagents, including the wax in all wax chambers, had been replaced following the identification of sub-optimal tissue processing, and prior to the fse visiting the laboratory. As a consequence, there was no direct evidence available to determine whether a reagent(s) used may have either caused or contributed to the sub-optimal tissue processing reported by the complainant. The root cause of the sub-optimal tissue processing identified by the complainant in 45 cassettes following completion of the "routine overnight" protocol started at 04.52pm on (B)(6) 2017 in retort a could not be determined from the information available.

Event description:
Leica biosystems received a complaint that tissue samples from a processing run(s) completed were found to be "wet and shrivelled" or "white and crispy" and were not infiltrated with wax. On 28 july 2017, the complainant documented that the sub-optimal tissue processing reported was derived from two (2) "routine overnight" protocols run in retort a involving a total of 45 cassettes, which comprised breast cores and prostate, endometrial, bladder, skin, sarcoma, brain and eye biopsies; with tissue sizes ranging from 2-5mm to 20mm. The complainant also documented that the tissue samples exhibiting sub-optimal processing were re-processed manually. On 28 july 2017, a leica field support engineer (fse) documented that the sub-optimal tissue processing reported had actually been derived from "an overnight run on (B)(6) the (B)(6) at 16:51pm and this finished on (B)(6) morning (B)(6) at 07:15am." On 01 august 2017, a leica field support scientist (fss) documented that "the customer routinely processes these types and sizes of specimens in this manor (sic) successfully on a regular basis." On 08 august 2017, the fss contacted the operational lead in the laboratory requesting information as to the final status of the tissue samples exhibiting sub-optimal processing. The following response was received: "not all the specimens have been reported yet. Of those reported a diagnosis could not be made for 5 cases at all and for some of the other cases a diagnosis has not been made however it is not optimal. I will put all together in a spreadsheet when all have been reported. On 09 august 2017, further information received from the fss by leica biosystems (B)(4) stated that: "the incident occurred on an overnight run, commencing on (B)(6) at 16:51pm and finished on (B)(6) at 07:15am." Several other follow-up requests for the final status of the tissue samples exhibiting sub-optimal processing and patient outcome were made between (B)(6) 2017. On 22 august 2017, the following information was provided by the complainant: "I am meeting one of our pathologists on friday to discuss the incident in (B)(6) when a number of cases were very poorly processed. There are a number of cases for which a diagnosis could not be made and for which a diagnosis was suboptimal. On (B)(6) we will be collating the information we have and then I can feed the outcome back to you and let you know how many cases may need a re-biopsy."

Manufacturer narrative:
On 28 august 2017, leica biosystems received the following response from the laboratory to these questions: did the injury result in permanent impairment of a body function or permanent damage to a body structure? - "it is too early to tell. No further information at this time." Did the injury necessitate medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure? "Yes, employee did go to the ER. Too early to tell."